Event description:
This g-1, p.o. 19 year old w/f was admitted to hospital 7/2/93 for cesarean section-breech presentation, possible iv6r by sonogram. Spinal anesthesia was attempted with the use of a #27 whitacre. This procedure was unsuccessful as the #27 whitacre needle broke off-overlying l-4 level.